Event description:
It was reported to philips that the device ECG is reading intermittently. There was no reported patient involvement.

Manufacturer narrative:
Upon further investigation it was determined that this complaint is a duplicate of an existing complaint, for which MDR 1218950-2017-07526 was submitted. Please see the corresponding reports for evaluation data. Correction: